Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The noise was not reproducible. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch and pacing inhibition. No intervention was performed. There were no patient's consequences reported. The patient would be further monitored.